Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 170 mg/dl.